Manufacturer narrative:
Device returned with no lot identification. The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: damaged jaws, yes; damaged feed bar, yes; damged floor, yes; damaged tip shrouds, yes; damaged trigger, no and damaged tube, yes. Analysis conclusion: based on info received and visual inspection, no conclusion could be reached as to what may have caused reported incident. Instrument was received with damage to the jaws, floor, feedbar and shrouds of instrument. Due to damage to instrument, further functional testing could not be performed. It could not be determined how or where to damage to instrument occurred. As no functional tesign could be performed, it could not be ascertained as to why instrument was reportedly spitting clips. If jaws are closed over a hard object, jaws can become damaged and will not form clips properly. Each instrument is evaluated during assembly process to ensure clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
It was reported the device was used a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the device was spitting clips during the procedure. It was reported by the affiliate that the surgeon lost time looking and removing the clips. There was no pt consequence.